Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the issue did not recur after the reset, allowing the customer to continue using the pump.